Event description:
Depuy mitek screw: at the last office visit the patient was seen with a 6-month history of right shoulder pain. The pain was initiated by injury after a seizure. The patient describes the pain as constant, dull and achy that occurs with activity and at night. The shoulder pain is located in the glenohumeral region and does not radiate down the arm. The pain is increased with activity. The patient states having a 'grinding' sensation in the shoulder with glenohumeral joint motion. X-rays were obtained in the emergency department (ed) with evidence of broken hardware.